Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was returned and evaluated. The reported event of low transmitter battery could not be confirmed via data. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of a low transmitter battery. A root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.